Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer did not boot up correctly. The programmer powered on with an error message screen; hard drive was re-imaged and software was reloaded to resolve the issue. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The power supply and system fan were noisy. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer was in the middle of software update and the power went out due to a power outage at the facility. Programmer was turned off for 20 plus minutes but would never reboot properly. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.